Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the the emergency room (ER) and subsequently admitted to the hospital with a low blood glucose (bg) level value not provided; due to needing settings adjustment. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.